Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was no evidence of a stretch to the capsule. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for unable to recapture could not be confirmed in the analysis. The reported event for miscellaneous, dcs could not be confirmed in the analysis. Conclusion: no procedural images were provided for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Potential factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. On the third recapture, the capsule was unable to be closed. It was reported that the dcs was compressed behind the capsule. More "space than normal" was observed at the proximal end of the capsule. This space was described as a stretch in the capsule, however, during the analysis of the returned dcs, there was no evidence of a stretch to the capsule. Historically, high forces in the system may potentially result in an inability to fully close the capsule. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. The physician reported difficulty turning of the deployment knob during deployment, however, the product analysis completed on the returned dcs reported that the deployment knob appeared to retract and advance the capsule. There is no information to suggest that a device malfunction or failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The subject delivery catheter system (dcs) has been received in the lab. The product analysis and investigation results are pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant dilatation was performed with a 25 millimeter (mm) non-medtronic balloon (edwards). The patient's annulus minimum measured 26.5 mm and maximum of 29.3 mm. No kinking or specific anatomy noted. The valve was positioned too low on the left coronary cusp (lcc) and was recaptured two times. After the third deployment attempt, the valve was recaptured and the capsule was unable to be closed. The delivery catheter system (dcs) was compressed behind the capsule. More "space than normal" was observed at the proximal end of the capsule. This space was described as a stretch in the capsule, not a separation. The physician reported difficulty turning of the deployment knob during deployment. The dcs and valve were retrieved and a new dcs and new valve were used uneventfully. The procedure was delayed due to the capsule issue. No adverse patient effects were reported.